Event description:
During a gastric bypass procedure, two devices delivered malformed staples. A third like device was used to complete the procedure. There was heavier bleeding than normal, but no need for a transfusion.